Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d4, biv ICD, implanted: (B)(6) 2014; 6947m62, lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead programming was adjusted to eliminate the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.